Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced a shocking or jolting sensation in the abdomen. The symptoms began immediately post-op. The symptoms occurred whether therapy was on or off. There was also a soreness of the device pocket since the last recharge session two days before the report. There was no change in skin coloration over implant. Additional info has been requested, but was not available as of the date of this report.